Event description:
Patient missed one night of tpn due to pump going into a malfunction. The pump gave a malfunction alarm along with a code that was not recorded by the user of the device. The bag of tpn containing 1050ml was still full when this situation occurred. A new pump was swapped into use the following day and the old pump was returned for service. There was no report from the facility of any patient injury or other adverse effects resulting from this situation. The facility did not identify the malfunction code that the pump displayed and no specific patient information was available.